Manufacturer narrative:
--

Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that the patient with this device had two syncopal episodes while on vacation outside the united states. The patient contacted their physician and they were referred to have their device interrogated at a nearby clinic as there could have been a device malfunction. The representative did not have the correct programmer software to interrogate the device. All available information indicates that the device remains in service.

Event description:
It was later reported that the software needed to interrogate this device was sent to the clinic.